Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted. No relationship can be established between DHR and current complaint. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 on a patient with an anteverted uterus. The physician experienced difficulty seating the first disposable device and completed the procedure using a second device. A post ablation hysteroscopy was performed and a uterine perforation was visualized at the fundus. A laparoscopy was performed and they physician visualized "two separate areas at the fundus, but blanching noted across the width of the fundus indicating thermal spread." The patient received antibiotics and was admitted into the hosp. The patient was "under close observation for delayed thermal injury to the bowel." The discharge date is unk. On (B)(6) 2014, it was reported by the physician "the patient was discharged on the (B)(6) after the perforation, and the procedure was done on the (B)(6). Represented on (B)(6) with richter's hernia and was discharged on the (B)(6)." We have been unable to obtain additional info surrounding this event.